Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure to implant a lead and an ipg. In post-op the patient experienced progressive numbness and weakness in the lower extremities. The patient returned to surgery where a blood clot was noted at the laminectomy site. The lead and ipg were explanted and the clot evacuated. The patient reported the numbness and weakness resolved. The issue has been resolved.